Manufacturer narrative:
Follow-up from 07-jul-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that essure coil migrated into abdomen. This event is serious due to medical importance and listed in the reference safety information for essure. Although not reported as such, the most likely mechanism for the essure to be found in the abdomen, would be through a uterine/fallopian tube perforation. Uterine/fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this particular case, the exact date and mechanism of migration were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a laparoscopy surgery to remove essure and both tubes was performed. The product technical analysis concluded unconfirmed quality defect. Based on the limited available information, there is no relationship between the reported medical event and a quality defect. Further information could not be obtained.

Manufacturer narrative:
Follow-up information received on 25-aug-2015 - tubal perforation questionnaire provided: the patient's history included gravida 1, para 1. Concurrent conditions included overweight (B)(6). She was not post-partum at the time of essure insertion. The essure insertion was easy, tiva sedation (total intravenous anesthesia) was applied. The visualization of the tubal ostium was also easy and the fluid loss during hysteroscope was less then 1500cc. The procedure did not take more than 20 minutes. Implanon was used as backup contraception. Hsg (hysterosalpingogram) was performed on (B)(6) 2015 and showed coil in abdomen - omentum was perforated. The patient was experiencing severe abdominal pain. The perforation did not occur neither during sounding / cervical dilatation / hysteroscopy prior to essure insertion nor before deployment. Essure was removed via laparoscopy (hulka) on (B)(6) 2015. The removal was medically necessary due to severe pain. Pathology results showed the essure coil in adipose tissue with fat necrosis and chronic inflammation. The patient recovered from the essure removal procedure and the pain resolved after surgery. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and she experienced severe abdominal pain. Essure coil migrated to abdominal cavity and was removed via laparoscopy 3 months after insertion. Pain and essure in abdominal cavity are serious events due to medical importance and listed in the reference safety information for essure. In this particular case, patient had severe abdominal pain and essure was found in abdominal cavity, in omentum adipose tissue. Her abdominal pain resolved after surgery (dechallenge positive). So, events are considered related to essure. This case was regarded as incident since a laparoscopy surgery to remove essure from abdomen was needed due to severe pain. The product technical analysis concluded unconfirmed quality defect. Based on the limited available information, there is no relationship between the reported medical event and a quality defect.

Manufacturer narrative:
Follow up 13-jun-2016: legal claim was received from lawyer on behalf of plaintiff. Shortly after undergoing the essure procedure, an hysterosalpingogram test was performed on or around (B)(6) 2015, plaintiff was advised that her right essure coil had migrated out of her fallopian tube and into her abdominal cavity. Consequently, her post procedure period has been marked by increasingly severe pain and discomfort, including chronic back pain. She has never experienced any of these conditions prior to undergoing the essure procedure. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and she experienced severe abdominal pain/ severe pain. Essure coil migrated to abdominal cavity and was removed via laparoscopy 3 months after insertion. Pain and essure in abdominal cavity are serious events due to medical importance and listed in the reference safety information for essure. In this particular case, patient had severe abdominal pain and essure was found in abdominal cavity, in omentum adipose tissue. Her abdominal pain resolved after surgery (dechallenge positive). So, events are considered related to essure. This case was regarded as incident since a laparoscopy surgery to remove essure from abdomen was needed due to severe pain. The product technical analysis concluded unconfirmed quality defect. Based on the limited available information, there is no relationship between the reported medical event and a quality defect.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(4) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for contraception. The device was placed correctly and 3 coils trailing were into cavity at placement. Patient then went to physician's office complaining of pain and it showed that essure coil had migrated into abdomen. Patient underwent a laparoscopy surgery to remove essure and both tubes on (B)(6) 2015. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this product technical complaint was initiated due to a request for confirmation of quality. The reported medical event is a known possible undesirable event and is not necessarily indicative of a quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. Based on the limited available information, there is no relationship between the reported medical event and a quality defect. Company causality comment" this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that essure coil migrated into abdomen. This event is serious due to medical importance and listed in the reference safety information for essure. Although not reported as such, the most likely mechanism for the essure to be found in the abdomen, would be through a uterine/fallopian tube perforation. Uterine/fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this particular case, the exact date and mechanism of migration were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a laparoscopy surgery to remove essure and both tubes was performed. The product technical analysis concluded unconfirmed quality defect. Based on the limited available information, there is no relationship between the reported medical event and a quality defect. Further information is being sought.